Manufacturer narrative:
The customer's report was duplicated and the ECG board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
During training by a zoll medical sales representative, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.